Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer was in the hospital with diabetic ketoacidosis. It was reported that customer's insulin pump was receiving a battery out limit alarm while in the hospital. Caller was advised that after clearing alarm, time and date would need to be reset. After instructions, call was dropped. Attempts made to contact caller were unsuccessful.